Event description:
Eval revealed a misaligned display screen and that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen. Eval also found that the force sensor resistance reading was out of calibration. No priming or load step defects were found during eval.